Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
A report was received from the clinical database that a patient developed anemia requiring the transfusion of one unit of packed cells on (B)(6) 2016. The patient's stool is reported to have been positive for occult blood. On (B)(6) 2016, the patient underwent a colonoscopy that revealed two colonic polyps; one of which revealed evidence of recent bleeding but no active bleeding. The event was reported to be resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad device.

Manufacturer narrative:
Updated narrative: a report was received from the clinical database that a patient developed anemia requiring the transfusion of one unit of packed cells on (B)(6) 2016. The patient's stool is reported to have been positive for occult blood. On (B)(6) 2016, the patient underwent a colonoscopy that revealed two colonic polyps; one of which revealed evidence of recent bleeding but no active bleeding. The event was reported to be resolved on (B)(6) 2016. The primary investigator reported that the event was possibly related to the study device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.